Event description:
The device was started up at 14:43:46 on (B)(6) 2022. At 05:14:51 on (B)(6) 2022, an arrhythmia was detected. ECG shows vf with motion artifact. At 05:15:30, the patient received the first non-lifevest defibrillation. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was vf with motion artifact. At 05:17:01, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was vt @ 130 bpm degrading to vf. At 05:17:28, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was vf with motion artifact. At 05:17:33, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with motion artifact. Post shock rhythm was idioventricular rhythm @ 60 bpm degrading to vt @ 140 bpm. At 05:17:37, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vt @ 140 bpm. Post shock rhythm was an idioventricular rhythm @ 60 bpm degrading to vt @ 250 bpm the device was shutdown at 05:33:00 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.